Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
On an unspecified date in (B)(6) 2016, the patient experienced peritonitis. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a connection issue with the transfer set which led to peritonitis. The connection issue was further described as the transfer set disconnected while the patient was changing clothes. The disconnection led to a fluid leak in which the patient attempted to stop by grabbing the end of the transfer set. The patient developed abdominal pain "over weeks" before they decided to go to the hospital. Treatment for the peritonitis was not reported. On an unspecified date, the pd catheter was pulled out, pd therapy was stopped, and the patient was switched to hemodialysis (hd). At the time of this report, the patient had recovered from the peritonitis event. No additional information is available.